Event description:
It was reported that during testing of the external pulse generator (epg), the biomedical engineer found that the lower screen was difficult to read and may be missing pixels. The device was also very slow to respond to the button functions. It was also reported the bottom (lower) screen sometimes is completely unresponsive. The bottom screen is illegible for user and grainy. The epg was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the reported event. The device passed all testing, with no faults or anomalies observed. The lower case was found to be broken. (B)(4).

Event description:
It was reported that during testing of the external pulse generator (epg), the biomedical engineer found that the lower screen was difficult to read and may be missing pixels. The device was also very slow to respond to the button functions. It was also reported the bottom (lower) screen sometimes is completely unresponsive. The bottom screen is illegible for user and grainy. The epg was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.